Event description:
The pt reported that the surgeon implanted a micl 12.1mm implantable collamer lens in her right eye on (B) (6) 2008. The pt reported that she was told by her doctor that she has developed cataracts and they need to be removed. The doctor's office was contacted and the doctor confirmed that the pt has developed cataracts. The pt's last visit was on (B) (6) 2010. Bcva 20/50 -2. The date of (B) (6) 2010 has been rescheduled for the removal of the cataract in the right eye. The icl remains implanted. See MFR # 2023826-2010-00573 for the left eye.

Manufacturer narrative:
(B) (4). Method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. (B) (4).